Manufacturer narrative:
Device evaluated by manufacturer: report of calcification and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. Radiography demonstrated heavy calcification on all three leaflets, and wireform distortion around leaflet one. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet one at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet one at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Multiple tears were observed on the cusp of leaflet three at the outflow aspect; calcification was observed at tear regions. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure two. Based on the product evaluation results, calcification and host tissue restricted leaflet mobility which led to a stenotic bioprosthetic device. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification is a structural deterioration of bioprosthetic valves which is listed in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that this 25mm valve was explanted from a (B)(6) male patient due to calcification leading to regurgitation and severe stenosis after an implant duration of approximately five (5) years and five (5) months. As per op report received, the redo surgery was performed on upper ministernotomy and diagonal aortotomy. The 25mm valve was very calcified with leaflets almost completely immobilized. A bigger valve size, 27mm, was tried to be implanted in anticipation of future tavi procedures with a good seating. However, at visual inspection, the left coronary ostium seemed to be blocked and to avoid a potential obstruction or stenosis of the coronary artery, the valve was explanted and a smaller valve, 25mm, was implanted in replacement. The patient was discharged home on pod+7.